Event description:
This emdr is being submitted for twenty appliances with unknown batch number. The end user mentioned that she had been using company's stoma seal since 2016. She usually gets seven days wear time. However, with the last two boxes, she had noticed that the ring was melted and got over the stoma within one day of use. At that point, she had to pick off the wax that was covering the opening in the stoma (os). Furthermore, the end user stated that when the wax was covering the opening in the stoma (os) she got liquid stool, and once the wax was removed from the opening in the stoma (os), the stool was darker in color when it came out. Since she had manually removed the wax, the stool was then back to its normal color and was toothpaste in consistency and that it felt well. She was now pushing on the ring with the appliance on, to ensure it was not covering the opening in the stoma (os). Her stoma was protruding well, and she was using another company's two-piece convex appliance with the company's ring. A personal support worker (psw) came weekly to assist with her changes. No photo is available at this time.

Manufacturer narrative:
Device 6 of 20. Since the client made no mention of having any type of blockage. Hence, a1409 has not been selected in this emdr. Based on the available information, this event is deemed to be a reportable malfunction. Other company's product name: hollister 2 pcs convex. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Third party manufacturing site: 9681410.